Event description:
Complainant alleged that during biomed testing the device's pacer output was incorrect. When device was set to 40ma, the pacer output was 43.7ma. Also, when set to 80ma, the pacer output was 87.2ma. When the device was set to 100ma, the pacer output was 108ma, when set to 120ma the pacer output was 128.1 and when set to 140ma the pacer output was 150.2ma. Complainant indicated that there was no pt involvement in the reported malfunction.